Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Bed end on one side raises up about 3/4 of an inch higher than other side.